Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e2304 chills/code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient received a notification on her mobile device indicating reading level of 200 mg/dl. The complaint does not specify whether she experienced any symptoms at that time or if she confirmed the reading with a bg meter. She administered insulin in response to the notification. At an unspecified time afterward, the patient began experiencing symptoms including chills, feeling cold, and excessive sweating. Her boyfriend called 911 due to concern, but the patient declined transportation to the hospital. A subsequent bg check on the device still showed 200 mg/dl; however, a manual bg meter test revealed a reading of 60 mg/dl. The patient consumed apple juice and reported feeling better afterward. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator was taken at prior taking insulin. The reported glucose values fall within the d zone of the parkes error grid was taken at the time patient felt the symptoms. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available. No additional patient or event information is available.